Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As of today the device has not been returned for analysis. No adverse patient effects have been reported.

Event description:
Boston scientific crm received information that this device was explanted and replaced due to battery depletion.